Event description:
It was reported the patient complained of dizziness during a recent device interrogation. The symptom onset was (B) (6) 2010. Interrogation of the device revealed the device had reached rrt (recommended replacement time) and had switch to rrt programmed settings of vvi 65. Premature battery depletion was suspected. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of performance data from the device revealed anomalous battery voltage measurements caused by a measurement lock up resulting in an unclearable eri (elective replacement indicator). The condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.